Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: eighty-one (81) samples were received from the customer for investigation. Eight (8) samples were tested for break out force and sustain force. The break out force values had a minimum value of 2.2 lbs and a maximum value of 3.3 lbs which are within the specification limits of 0.0 ¿ 8.0 lbs. The sustain force values had a minimum value of 2.4 lbs and a maximum value of 2.9 lbs which are within the specification limits of 0.0 ¿ 3.0 lbs. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Per procedure break out force testing was performed on three (3) parts at the beginning of the batch. The minimum recorded value was 4.1 lbs and the maximum recorded value was 4.2 lbs with all three (3) values within the specification of 0.0 ¿ 8.0 lbs. Per procedure sustain force testing was performed on three (3) parts at the beginning of the batch. The minimum recorded value was 1.4 lbs and the maximum recorded value was 1.6 lbs with all three (3) values within the specification of 0.0 ¿ 3.0 lbs. Per procedure silicone weight testing was performed on six (6) parts in the middle of the batch and at the end of the batch. The minimum recorded value was 0.0056 grams and the maximum recorded value was 0.0064 grams with all twelve (12) values within the specification of 0.0035 ¿ 0.0080 grams. Based on the investigation conclusion bd was not able to confirm the condition reported by the customer as all returned samples have break out force and sustain force values which were within specification. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of plunger movement difficult for lot #9086986 item #302832. Root cause description: based on the investigation conclusion bd was not able to confirm the condition reported by the customer as all returned samples have break out force and sustain force values which were within specification.

Event description:
It was reported that plunger difficulty occurred during use with a 30 ml bd luer-lok¿ tip syringe. The following information was provided by the initial reporter, "we are receiving multiple complaints from our IV technicians regarding lot# 9086986 for the bd 30ml syringe with the luer-lok tip. The complaint we have been receiving is that the plunger on the syringe is abnormally hard to pull back. We have opened multiple syringes with this lot, and all syringes have had the same issue. In contrast, we opened several syringes of a different lot number, and those syringes were unaffected."